Manufacturer narrative:
Device return and evaluation is not needed as root cause has been established as related to the procedure and analysis of device will add no value to investigation.

Event description:
It was reported that the surgeon recommended that the patient have her device explanted due to incisions not healing. The wound is on her left lateral superior chest. And is secondary to surgery per notes. The wound has been painful and red and healing slowly. The wound has been present for 1 month. She has bruising and swelling, but denies chills, fever, muscle weakness, or numbness. She believes the wound is worse. Patient continues having pain after vns implant. Patient experienced facial and hand swelling last week that was attributed to the surgical infection. Clinic notes confirm postoperative infection. The generator was explanted. Device history records confirmed the devices were hp sterilized prior to distribution into the field.

Event description:
Information was received that the lead was in fact explanted as well and cut 'at the leads.'